Event description:
Patient presented to the physician with the ipg eroding through the skin at the chest incision site, with the presence of bruising. Physician brought the patient into the or and explanted the entire inspire system.